Event description:
Nurse reported 1 incident of a transfer set leak. Per nurse, the leak was in the tubing under the clamp area. Per rn, the pt's set was changed and prophylactic antibiotics (dosage unk) were given to the pt. Rn stated no pt injury was associated with this incident.